Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: pump thrombosis abnormal labs (B)(4).

Manufacturer narrative:
The report of hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed denatured thrombus rings. One was adhered to the inlet bearing cup and the other was present on the stator. The thrombus rings appeared to develop in laminated layers, indicating that they were present while the pump was supporting the patient. There were also contact marks and evidence of depositions on the inlet section of the rotor, which suggests that the rings were likely surrounding both the inlet bearing cup and ball while the pump was supporting the patient. Examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicated that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared denatured and there were contact marks on the outlet bearing cup and outlet cone section of the rotor, suggesting that the deposition was present while the pump was supporting the patient. The thrombus formations found in the pump would have contributed to the reported elevation in ldh. They would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2014 with elevated lactate dehydrogenase (ldh) levels (>3000 u/l) per outpatient labs. There was no hematuria or signs of congestive heart failure. The log file was reviewed and contained power elevations and low speed advisory alarms associated with pulsatility index (pi) events. The patient was placed on a heparin drip and the ldh decreased to 2551 u/l. Approximately 1 month later, the patient continued to be inpatient with elevated ldh levels. The patient did not experience hematuria or power elevations and was otherwise stable. The surgeon stated that this could be a result of his hypercoagulable state of chronic lymphocytic (B)(6) 2014.

Manufacturer narrative:
Approximate age of device: 46 days. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.